Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that oversensing resulting in inappropriate shocks was noted when it comes to this device. It was noted that the patient has an left ventricular assist device (lvad) heartmate iii implanted since 2019 and after testing no suitable vector was found when it comes to this device. The device was turned off. An inquiry regarding a suitable programming vector was requested. No adverse patient effects were reported. A review by technical services (ts) noted that oversensed signals appeared to be related to electromagnetic interference likely related to the lvad operation. The alternate vector typically suitable for avoiding lvad operation, was not suitable in this case due to low amplitudes. It was noted that reprogramming was performed to the secondary vector, which would reduced oversensing and the likelihood of therapy delivery, nevertheless continuous n markers would lead to inaccurate heart rate estimation and risk of not having therapy when needed. In office reprogramming and evaluation was recommended. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that oversensing resulting in inappropriate shocks was noted when it comes to this device. It was noted that the patient has an left ventricular assist device (lvad) heartmate iii implanted since 2019 and after testing no suitable vector was found when it comes to this device. The device was turned off. An inquiry regarding a suitable programming vector was requested. No adverse patient effects were reported. A review by technical services (ts) noted that oversensed signals appeared to be related to electromagnetic interference likely related to the lvad operation. The alternate vector typically suitable for avoiding lvad operation, was not suitable in this case due to low amplitudes. It was noted that reprogramming was performed to the secondary vector, which would reduced oversensing and the likelihood of therapy delivery, nevertheless continuous n markers would lead to inaccurate heart rate estimation and risk of not having therapy when needed. In office reprogramming and evaluation was recommended. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.